Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncopal episodes. The patient has been in contact with their physician, but no further information was able to be obtained regarding the cause of the episodes. At this time, the system remains in service. No additional adverse patient effects were reported.